Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the self-adhesive of the infusion set is wet. Caller stated this issue has occurred several times since (B)(6) 2014. Patient's father alleges there is a leak between the needle and the self-adhesive. Caller reported the patient's blood glucose level went up to 506 mg/dl; patient was able to get blood glucose level under control by himself. No adverse event reported. Requested return of the alleged infusion set for evaluation.